Event description:
It was reported that the patient passed away on (B)(6) 2022 due to unknown reasons. There were no device issues noted at the time of patient outcome. The patient was on support for 3 days.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient outcome could not be conclusively determined through this evaluation, and a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively established. The patient was implanted with (B)(6) on (B)(6) 2021 and expired on (B)(6) 2021. It was reported that the cause of death was unknown, no device issues were reported at the time of the patient outcome, and no further information would be provided due to patient privacy laws. (B)(6) was not explanted and would not be returned for evaluation. The heartmate 3 lvas instructions for use (IFU) lists adverse events that may be associated with the use of heartmate 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including death. No further information was provided. The manufacturer is closing the file on this event.